Event description:
Additional information received from MFR. On 04/02/1999: this kit does not contain an intra-aortic balloon. The co. Has conducted a thorough search of its complaint database. It appears that the complaint was not reported to abbott laboratories; the co. Has no record of a complaint on this product.